Event description:
It was reported that the instrument fractured during use. Tip was left in implanted screw head. Patient outcome: no adverse effect reported as result of this event.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Manufacturer narrative:
A visual examination confirmed the reported event. The tip of the awl was sheared off. Hardness testing of the returned instrument confirmed proper manufacturing and processing. A review of the manufacturing records indicated that there were no dimensional, functional, or material anomalies reported at inspection. The probable underlying root cause for the damage is excessive force during usage of the device.